Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "infection and seroma."

Event description:
Healthcare professional reported left side "infection and seroma". Device has been explanted.